Event description:
Recipients hearing performance with the device suddenly dropped significantly in (B)(6)2019. The same drop in performance was experienced with different external devices i.e. Opus2 and rondo. The recipient will make the decision to be re-implanted with a synchrony 2 after covid has been resolved.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No plans for re-implantation has been made.

Event description:
Recipient_s hearing performance with the device suddenly dropped significantly in (B)(6) 2019. The same drop in performance was experienced with different external devices i.e. Opus2 and rondo. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient's hearing performance with the device suddenly dropped significantly in (B)(6) 2019. The same drop in performance was experienced with different external devices i.e. Opus2 and rondo. The user had 9 active channels and was happy and just started going to concerts. Clinician decided to monitor the situation with appointments every 3 months. However, as of information received on 4th may 2020 the number of affected channels has increased.